Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular lead exhibited high pacing impedances greater than 3000 ohms. There was no noise noted with maneuvers. Boston scientific technical services discussed possible causes and provided programming options. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This product remains in service.